Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse was unable to find any problems with the instrument. The system performance, error logs, and ac/dc voltages were reviewed, and all were within specifications. The cse looked for signs of damage or smoke and nothing was found. A total service call checklist was run, and system was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer contacted siemens and reported smoke coming from their dimension exl with lm instrument. The instrument went in standby after a sound was heard. The customer powered the instrument off. There was no delay in patient testing and no known reports of impact to patient test results. There are no known reports of patient intervention or adverse health consequences due to the event.